Manufacturer narrative:
Reports device is trilogy 202, serial # (B)(6). Additional information is being requested to confirm.

Event description:
The manufacturer received information alleging a trilogy 202 "low oxygen flow" alarm condition occurred while in patient use. The customer states, the ventilator triggered an alarm, indicating low oxygen flow and inability to ventilate normally. The patient became drowsy, with a reaction to orbital pressure and a decrease in blood oxygen to 70%. The supervising physician immediately provided medical assistance. The issue of the device was not resolved therefore a new non-invasive ventilator was immediately replaced for assisted ventilation. After 90 minutes, the patient's blood oxygen level reached 90%. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 202 "low oxygen flow" alarm condition occurred while in patient use. The customer states, the ventilator triggered an alarm, indicating low oxygen flow and inability to ventilate normally. The patient became drowsy, with a reaction to orbital pressure and a decrease in blood oxygen to 70%. The supervising physician immediately provided medical assistance. The issue of the device was not resolved therefore a new non-invasive ventilator was immediately replaced for assisted ventilation. After 90 minutes, the patient's blood oxygen level reached 90%. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: a clinical assessment was completed for this event and based on the information currently provided and available, device cause and/or contribution to the reported event of a decrease in oxygen saturation to 70% cannot currently be confirmed, nor refuted, based on the evidence present. Device evaluations and log attachments are currently pending. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harm incurred. This event will be reported as a serious injury will be under further review. Correction made to box b 1: adverse event or product problem, box h: type of reported complaint and health impact code.

Manufacturer narrative:
Correction to previously reported device information. Serial number (B)(6) was noted in the initial complaint. Box d serial number was updated in this report. Good faith effort attempts are ongoing. A follow report will be filed if addition information becomes available.